Event description:
Rptr noted that the point where one adds the needle to it is on the side instead of in the center on the tip of the syringe. Rptr questions if this possibly could be a new design. Rptr has approx 10 syringes.